Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received inappropriate shocks over the past two days. The field representative was called to the emergency room to check the patient's device. Upon interrogating the device, noise was observed on the rv lead and pacing impedance measurements are greater than 2500 ohms. The device is programmed to vvi 40. The patient is not dependent on pacing so there was no pacing inhibition. Shock lead impedance test shows impedances between 45-50 ohms. The physician is considering replacing the rate/sense portion of the rv lead. Boston scientific technical services (ts) discussed the risk if there is a lead issue it could move to the shock portion of the lead eventually. No adverse patient effects were reported. The field representative was contacted and confirmed the device has been programmed off at this time and no further action has been taken. The patient is scheduled to be seen at some point to discuss further options. The field representative had no further information to provide at this time.